Manufacturer narrative:
Analysis found that the unit arrived with channel 2 failure due to loose cable connector. Reseated the connector and replaced worn wave washer. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative was called on by a health are provider (hcp) due to concern on the interface. Upon checking by the rep, the device would not detect stimulus or response, the fuse was changed and repeated with the same outcome. There was no patient or staff impact.